Event description:
It was reported that broken sensor wire occurred. The product was evaluated. An external visual inspection was performed and failed due to sensor wire is broken. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). A4 weight - additional information. A4 weight units - additional information. B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 medical device problem code - correction. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H10: corrected data.

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the sensor wire was missing on 03/12/2024. On (B)(6) 2024, the pediatric patient was admitted to the hospital due to sensor wire stuck on his left arm. They performed a surgery, deeply cut the muscle of the patient's right arm to remove the stuck sensor wire. Two full wires has been removed from the patient's arm and they prescribed liquid oral medications (tylenol (paracetamol) 7.5 ml and motrin (ibuprofen) 5 ml). The patient was discharged same day. At the time of the report the patient was still recovering but fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2024, the pediatric patient was admitted to the hospital due to sensor wire stuck on his right arm.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "on (B)(6) 2024, the pediatric patient was admitted to the hospital due to sensor wire stuck on his left arm."